Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, rewind, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarms were noted. The battery tube found with traces of corrosion per visual inspection. Device received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received critical pump error alarm. The customer¿s blood glucose level was 15.7 mmol/l. The customer also reported red x mark on the screen. The insulin pump will not be returned for analysis.